Event description:
The complainant alleged that while treating a pt the device was charged to 200 joules and discharged on its own when they switched the device to monitor mode. The customers biomed was unable to duplicate the reported malfunction. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction and that the pt was successfully converted.